Event description:
A technologist was shocked by the kvp selector switch during an exposure. The technologist saw a doctor that afternoon and was sore during the following day but no other injuries were reported.